Event description:
Screw fractured in dental implant. Fragment could not be removed. Implant was explanted. No new implant was placed. Reason for ae reporting = additional surgical interventionfracture was caused by mechanical overloading of the screw.

Manufacturer narrative:
Screw fractured in dental implant. Fragment could not be removed. Implant was explanted. No new implant was placed. Reason for ae reporting = additional surgical interventionfracture was caused by mechanical overloading of the screw.